Manufacturer narrative:
Investigation summary: one sample was returned in used condition and in a bag. Seven photos were included for evaluation. The tears can be seen in the circuit from the photos. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination according to the inspection procedure (B)(4). During the visual inspection, it was possible to detect the damage in the breathing bag, thus an air leak could occur during use. The leaking issue was confirmed. The root cause is not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the anesthesia bag. There was no patient involvement and no patient harm/adverse event reported.